Event description:
It was reported that the device was used during a laparoscopic ladg, the blade chipped. The blade did not fall into the pt. The case was completed with a like device and there was no pt consequence.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 10.21mm from the top of the outer tube. The device was tested with the gen. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.